Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The codman shunt was implanted to the patient on (B)(6) 2017 at (B)(6). At the evening of (B)(6) 2017 patient felt sick. The patient came at (B)(6) hospital. At (B)(6) 2017. Surgeon used external drainage system. At (B)(6) 2017 surgeon made small cut and found that cranial catheter was disconnected from the valve so surgeon connected it. At (B)(6) 2017 the surgeon made bigger distal cut and found that there is a defect on the distal part of the valve. The surgeon changed a shunt to the new one. Patient is (B)(6). There was no trauma before patient felt sick. The surgeon asked to send the shunt for evaluation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70 mmh2o. The valve was hydrated. The valve was visually inspected; a cut/tear in the silicon housing was noted as well as marks on the siphon guard. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve could not be flushed, leak tested or reflux tested due to the damage silicone housing. The siphon guard could not be tested due to the damage silicone housing. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832, with lot cvjbhy conformed to the specifications when released to stock on the 18th august 2016. The root cause for the tear/cut in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.